Event description:
Sorin group (B)(4) received a report that the s5 cardioplegia sensor module would intermittently lose communication with the s5. There was no pt involvement.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the modification to stockert s5 system. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for eval. Testing of the unit confirmed the issue and found the cause was due to a defective component on one of the circuit boards. The root cause of the defective component could not be determined. No further action is deemed necessary.